Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath. The sheath was returned partially covering the membrane. A kink was observed on the catheter approximately 46.5 cm from the iab tip. The pressure tubing and extender tubing were returned. - a sensor output test was performed, and the sensor was found to be within specification - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, pressure tubing and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text: device not returned.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the sensor pressure was not detected. The arterial pressure was then obtained via the radial artery and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc sensation which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA.